Event description:
The customer reported the live display monitor is getting dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended. (B) (4).